Event description:
It was reported that the spinal cord stimulation (scs) patient experienced loss of pain reduction likely due to high impedances and underwent a lead replacement procedure. The explanted lead was disposed of by the medical facility.